Event description:
Pt admitted for removal and replacement of bilateral breast implants secondary to rupture. These silicone breast implants were placed in 1984. Pt maintained possession of their breast implants.